Event description:
The pt underwent implantation of an itrel neurostimulation system for pain in 2000. The pt called the MFR and stated pt was having jolting and shocking in the abdomen. The physician tried reprogramming to prevent overstimulation. The pt underwent implantation of a new ipg on in 2000.